Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system displayed a pre-charge failure error message. No pt injury was reported.